Event description:
The reporter indicated that he can program in various ventricular pulse amplitudes, but upon re-inquire, the inquired value does not match the programmed value; it is always lower, but it does not increase or decrease with the programmed value. Telemetry shows that the output does match the programmed value. All other data is ok. The reporter also indicated that the device was explanted.